Event description:
This device was implanted on (B)(6) 2008 and was explanted on (B)(6) 2012 due to pacing inhibition. There was asystole greater than two seconds. Patient was experiencing unexplained syncope. Found the device was not capturing. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).